Event description:
It was reported that during a arthroscopic rotator cuff repair (arcr) for rotator cuff injury, the fms tube device broke. The tube was used correctly, and the cause was unknown. Considering the possibility of contamination, the fms intermediary tube was also replaced with a new one. There was no impact on the patient, and no remnants were found inside the body. The surgery was successfully completed using the new tube. There was no surgical delay. The device was brand new and the first use when the issue occurred. Report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: e1: the reporter¿s complete facility address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.